Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 2 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slimtip lead, model: mn20450-50a, serial: (B)(6), UDI: (B)(4), batch: 6899078.

Event description:
It was reported the patient experienced ineffective therapy due to invalid impedances on 2 of the 3 implanted leads. Surgical intervention may take place to address the issue. It is unknown which leads had the impedance issues.